Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that stent damage occurred. The 3.0mmx38mm, (B)(4) stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending (lad) artery. A 3.00x38mm (B)(6)¿ long drug-eluting stent was advanced to treat the lesion. However, the stent strut was lifted up. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: f/g,promus element,mr,ous 3.00x38mm stent delivery system was returned for analysis with a dislodged stent. A visual and microscopic examination of the crimped stent found proximal stent damage. The most proximal stent strut was damaged and lifted from the stent profile. The undamaged section of the crimped stent outer diameter was measured and the result is within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found multiple hypotube kinks. A visual and tactile examination of the shaft polymer extrusion revealed no issues. The bi-component bond showed no signs of damage or strain. A visual and microscopic examination of the tip revealed no issues. No other issues were identified during analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent damage occurred. The 3.0mmx38mm, 85% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending (lad) artery. A 3.00x38mm promus element¿ long drug-eluting stent was advanced to treat the lesion. However, the stent strut was lifted up. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.